Event description:
Customer reported their pump screen was not working and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer in troubleshooting steps, such as checking connections and power sources, but the issue remained unresolved, and the customer was advised to call back if the problem persisted.